Event description:
It was reported to boston scientific corporation in late 2008, that a corflo cubby gastrostomy device was used in a procedure the day prior. According to the complainant, the locking adapter was broken. The procedure was completed with another corflo cubby device. No pt complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.